Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor events, and after multiple restart attempts the user performed a successful dry run but then received an unable to proceed alert when attempting to fill the tubing, after which a full 23-inch cartridge and infusion set change was completed and insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 345 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem consistent with stalled motor behavior, and the supply change allowed normal operation to resume. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.